Event description:
The customer reported via phone call that he went to the river last week and had a button error alarm on the insulin pump. Customer stated that the pump also had 2 cracks right above the pump screen on the hard plastic. Customer stated that there is 1 crack on the upper right hand corner and 1 crack on the upper left hand corner. Customer mentioned that the pump got a little bit wet when he was playing around. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. No traces of moisture were noted at the electronic or motor assemblies per our visual inspection. The insulin pump has cracked case at the display window corners, display window, minor scratched lcd window and stained end cap sticker.